Event description:
Laparoscopic sigmoidectomy procedure. Prior to using the cs33 dlu, error message "006" was displayed on pc. System was rebooted and a new cs33 dlu was connected, calibrated and would not get into firing range. A grinding noise was heard. Pc displayed "failed to close" message. Patient had to be opened to complete the case using a competitive device.

Manufacturer narrative:
Results: druing analysis, the cs33 dlu performed as intended. However, the pc that was involved in this procedure was also tested and was found to be out of specification. The torque output of the firing shaft motor was found to be at 15 oz-in; the minimum requirement is 16 oz-in. The failure to close into firing range was due to the low torque output from the clamping shaft motor.